Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) that indicated that it was unknown when the event began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the peritoneal catheter was broken pre-operatively. The device was to be replaced.